Event description:
The event involved a plum 360 driver intl eng where it was reported that a patient was to receive a transfusion of 2 units of packed red blood cells. The first unit transfused uneventfully. The intravenous (IV) pump used for the first infusion was intermittently alarming despite being plugged in. The pump was changed prior to starting the second infusion. The second unit commenced at 17:05 and the IV pump was programmed to run a total volume of 283ml over 2 hours at rate of 142ml/hr. At 17:20 the patient was afebrile and stable. The patients' daughter at 17:50 informed the clinician that the blood transfusion was finished. The blood transfusion was completed earlier than the programmed two-hour duration. The IV pump was taken out of service. The patient was monitored every 15 minutes for 30 minutes and was advised by the "sho" after discussing with the registrar for the patient to be admitted for overnight observation of transfusion-associated circulatory overload (taco). There was reported patient involvement and low physical harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Manufacturer narrative:
The device was received for evaluation on 1/14/2026. The evaluation states: by (B)(6) 17:36, an infusion was started by user by programming rate: 285 ml/hr and duration: 3 hours which auto calculated the vtbi to 855 ml. The infusion was later stopped and reprogrammed after 2 minutes after infusing 10.4 ml with new rate: 430 ml for the remaining vtbi: 844.9 ml. The infusion was later stopped proximal air in line alarm after infusing 269.2 ml. The alarm continued to occur until the device was powered off. The user description mentions 283 ml vtbi was programmed. But the keypress log shows the user gave 285 ml/hr in rate field and 3 hours in duration auto calculating the vtbi to 855 ml. And finally, when the vtbi reached 280 ml the infusion was stopped by proximal air in line alarm. Engineering evaluates that the user might have tried programming the 285 in vtbi but instead programmed in rate field leading to 855 ml vtbi and 280 ml infusion and later getting stopped by proximal air in line alarm. In conclusion, the probable cause of customer complaint of ¿inaccurate over delivery¿ might be a user error entering 285 ml/hr in rate, instead of vtbi resulting in proximal air in line alarm after infusing 280 ml. Apart from this, the infusions programmed were working as expected and did not overdeliver. The pump passed all pvt testing including the delivery accuracy test. Additional delivery accuracy testing was also carried out using the customer¿s protocol. This also passed. The customer complaint could not be confirmed.